Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having pain at the ipg site. During the revision procedure, it was determined that the pocket site was infected. The physician opted to remove the old ipg, attached extensions and tunneled to a different area.